Event description:
Boston scientific received information that high pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. The device and lead remain in service. No adverse patient effects were report. Additional information was received indicating that the lead impedance measurement was considered a chronic value and that it had been observed during the replacement procedure several months ago. All other measurements were within range. No revision was done and the patient will be monitored. No adverse patient effects reported. Therefore, the ICD and rv lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.